Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The patient was transferred to the chronic ventilator unit (cvu) and placed on full ventilatory support and hemodynamic support with large doses of epinephrine. Post-procedure follow-up showed no evidence of cardiac tamponade. The patient was transferred to another hospital in critical condition and received a heart transplant there. The patient expired (B)(6) 2016 due to disseminated intravascular coagulation. No additional information was provided. Concomitant medical products: guide wire: asahi fielder. Guide catheter: ebu 5. Rhv: priority pack copilot. Sheath: 6fr x 11cm cordis. Stent: 3.0x28, 3.5x16 (x2), and 2.75x38 boston scientific synergy bio absorb. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The other rx graftmaster 3.5x16 device referenced in describe event or problem is being filed under a separate manufacturing report number.

Event description:
It was reported that on (B)(6) 2016, the patient presented with angina, a free perforation with dissection in the distal left anterior descending (lad) coronary artery, hemodynamic instability, unstable heart rate, cardiac tamponade with a pericardial drain inserted after deployment of four non-abbott stents in the lad, and cardiogenic shock. The patient was defibrillated. A 2.8x16 rx graftmaster covered stent was advanced via right femoral artery access and was deployed without issue at 15 atmospheres (atm), but did not seal the perforation. Reportedly, the reason for the failure to seal is not known. Thus, a 3.5x16 rx graftmaster was deployed at 16 atm. The perforation was still not resolved. Thus angiomax (a reversible direct thrombin inhibitor) was discontinued and a clot (thrombosis) formed. After deployment of the 3.5x16 rx graftmaster, patient heart rate dropped to 42 beats per minute, specific oxygen dropped to 65%, and the patient was defibrillated again then was intubated. Post-dilatation was performed with non-abbott balloons. The patient experienced acute non-st-elevated myocardial infarction (nstemi) and stemi, ventricular fibrillation, ventricular tachycardia, with continued hemodynamic instability, and a left ventricular support device was surgically implanted. Thrombectomy was performed followed by placement of an intra-aortic balloon pump. The patient has a known history of idiopathic thrombocytopenic purpura.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported failure to seal the perforation. The reported patient effects of myocardial infarction, thrombosis, ventricular fibrillation, ventricular tachycardia and death as listed in the graftmaster rx coronary stent graft system, instructions for use (IFU), are known patient effects that may be associated with use of a coronary stent in native coronary arteries. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.